Event description:
The customer reported that while the unit was in use on a pt, the unit generated a "leak in iab" alarm after repeated attempts were made at inserting the balloon. The balloon was replaced three times due to leaks. The pt expired.